Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The account has the device at this time and will not release. Additional information: the rep stated that when the surgeon called him they went over the IFU on how to remove the device. The materials manager has the device at this time and will not release the device. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a hemorrhoidectomy procedure, when the safety was released, the surgeon fired the device and the handles did not go plastic to plastic. When the surgeon tried to remove the device, he could not get the device to move. The surgeon removed the purse string and the device was removed but it was difficult to remove. The staples fired, some were formed and some were not. The device did not cut. The surgeon stated that the hemorrhoid was not removed but was crushed, black and purple. The surgeon used sutures and completed the case. There was no patient consequence. The account has the device at this time and will not release.